Event description:
A doctor alleged that the sonicfill material was too dry during procedures for four (4) patients after placement with the sonicfill material. This is the third of four (4) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The doctor drilled out the composite and re-do the restorations during the same visit, without further incident. To date, the patient is doing fine. An 'appearance,' 'depth of cure,' 'curing test per tip,' and 'operatory working time' tests of the returned product was evaluated, yielding results within specifications. The paste appeared to be homogenous and free from contamination. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.